Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as worsened incontinence, bladder spasms, recurrent bladder infections, abnormal vaginal bleeding and discharge, and severe pain during intercourse. Plaintiff claims to have developed severe scar tissue and bacterial infections. In additional to physical pain and discomfort plaintiff suffers psychologically and emotionally. No additional info was provided in the legal complaint.